Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples of the incident lot were selected from bd inventory for evaluation/testing and upon completion, no issues relating to erroneous results were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the retained samples, the customer¿s indicated failure mode for erroneous results with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The retained product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer buffered sodium citrate (9nc) blood collection tubes there was an issue with erroneous result.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was an issue with erroneous result.